Event description:
The doctor stated that the pt received a medpor customized surgical implant. The doctor reported that the pt developed an infection and the implant was removed. The doctor reported that the infection was not caused by the implant and the pt is fine. The doctor stated that he will replace the implant with another medpor implant when the implant is available.

Manufacturer narrative:
Following a review of the device history record for lot number 89021-mci-059-10 f012b15h, it was determined that all processes and test criteria are within the medpor implant finished product specification.